Event description:
It was reported that the patient was seen in the emergency room due to weakness, nausea, and vomiting after dialysis treatment. Undersensing was noted on the atrial lead. The right ventricular lead was noted to have high impedance. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2011; p1501dr implantable pulse generator (B)(6) 2011. (B)(4).